Manufacturer narrative:
The reported event of the leadless pacemaker entering emergency vvi (evvi) backup mode was confirmed. Analysis supports that the most likely root cause of the event was due to chronic exposure to electromagnetic interference (emi) that led to a false-positive telemetry command for the device to switch to evvi settings.

Event description:
It was reported that the device entered a magnet mode. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
Additional information received indicated the firmware was updated to resolve the event. The patient was in stable condition.